Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Customer address exceeded maximum allowable characters, address is as follows: (B)(6).

Event description:
It was reported that the device switches off once it is detached from the power supply. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to turn on using ac power only. The device does not remain on when switched between ac and battery power. It was verified that the battery is not a masimo preferred supplier battery and was depleted. It was found that the system board battery charging circuitry output was out of specifications and as such, it will not charge the battery. The system board is designed to not allow the battery to charge once it is substantially depleted. Customer address exceeded maximum allowable characters, address is as follows: (B)(6).